Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens, (iol) implant surgery. In a f/u, the surgical coord stated the iol was exchanged with a different model and power. She also stated the pt has dry eye issues and the surgeon felt this could have contributed to the event, but he was uncertain. The pt is doing well following the iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. The 16 diopter power lens with cylinder correction of 2.25 diopters was exchanged for a 14 diopter power lens with no cylinder correction. There were no other complaints reported for this lot. Add'l info requested by phone, fax and mail on 1/30/2012, 2/14/2012, 2/20/2012 and 2/22/2012. Add'l info was received on 2/22/2012. A completed questionnaire has not been received. (B)(4).